Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. Her blood glucose level was around 400 mg/dl. The hospital staff gave her nausea medication and controlled her blood glucose levels. She noticed the infusion set was slightly bent. The customer also had an issue with her sensor and blood glucose level readings. Her blood glucose level was 120 mg/dl but her sensor glucose level was 63 mg/dl and the insulin pump went into threshold suspend. The product was not returned. Nothing further to report.